Manufacturer narrative:
Device 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient used 3 replacement wafers and experienced poor wear time with these. She felt that her poor wear time was caused because the starter hole was off centered. There was no change to end user's weight or abdomen or skin care routine. Her usual wear time had been 3-4 days but these were coming off after a few hours. No photo is available at this time.